Manufacturer narrative:
OEM manufacture: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd safe-clip¿ was not clipping/jammed. The following information was provided by the initial reporter: patient's mother communicates that since (B)(6) 2020 (date not exact), she has problems with the needle cutter, since the hole where the needle is inserted is covered and it is not possible to cut.

Event description:
It was reported that the bd safe-clip¿ was not clipping/jammed. The following information was provided by the initial reporter: patient's mother communicates that since march / 2020 (date not exact), she has problems with the needle cutter, since the hole where the needle is inserted is covered and it is not possible to cut.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. See h10.